Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific bg and cause were not provided as customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.